Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery (rca). The lesion was predilated with a 2.0mm non bsc balloon and then a 2.25x12mm taxus liberte atom stent was advanced to the rca; however, the device was unable to cross the lesion. The physician removed the device from the pt, the device was wiped down and set on the table while the lesion was predilated again with a quantum balloon. When the physician was re-inserting the device, it was noticed that the stent was not on the stent delivery system (sds) and the stent was found on the table. The procedure was successfully completed with another of the same device and the lesion was predilated with a quantum balloon. No pt complications were reported with the pt's current condition listed as "okay".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).